Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Alleged failure: error when in use and shutting off confirmed failure: chassis filler bridge upgrade, upgrade esst ring. L9000 lcd bracket and gasket upgrade; e2-main board defective. Probable root cause: light cable, optics, leds, main board, jaw assembly, bent esst contact, inconsistent esst contact, cable pull out. Camera head, firewire cable, software, front board, power supply, thermal switch ac inlet board. Ac inlet filter, touch screen, workmanship, inadequate air flow, inadequate calibration, excessive lint buildup inside the unit, use errors. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of light.